Event description:
We noticed on two different occasions when drawing a vaccine into a bd safetyglide needle and syringe, the needle has no opening. I have asked the medical assistant to complete and enter this into the electronic midas system. We have not had any issues before with the bd safety glide 3ml 25g 5/8th.